Event description:
Customer reported an issue with high blood glucose levels, but the specific value was unknown as it displayed "high." Customer took corrective action by administering a correction injection via manual daily injections. Technical support instructed the customer to inspect and ensure proper functioning of their equipment, including checking infusion set, tubing connections, and insulin delivery. No issues were found, and insulin storage was confirmed correct. Customer was advised to consult their healthcare provider to further address the high blood glucose levels, understood the guidance, and agreed to replace supplies if needed.